Event description:
The product was used during an unspecified procedure. Reportedly, the clips did not load properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.